Event description:
It was reported that the device exhibited " detecting occlusion and force sensor failure error." There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. No previous services were found in the service history review. The reported problem was confirmed by the review of the event history log which identified a system failure with force sensor tests at startup. Additionally, during disassembly, the plunger right case gear alignment action was off. After replacing the plunger casing, the pump error could not be duplicated. The main cause of the sensor error was determined to be the plunger casing alignment. Functional testing was performed to confirm all issues were resolved.